Event description:
Home patient's (hp) friend contacted baxter's technical service center (tsc) regarding a system error 2240 alarm that occurred during drain 1/3 of their automated peritoneal dialysis (apd) therapy on a homechoice machine. During troubleshooting it was discovered that hp's transfer set was connected to the patient line of the homechoice set during the prime cycle. Tsc assisted hp in ending treatment early and advised hp to complete therapy by setting up with new supplies. No patient injury or medical intervention was associated with this incident per hp.